Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the prime cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient had her transfer set connected to the patient line of the homechoice set during the priming cycle. Baxter's technical service center assisted the home patient's spouse in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.